Event description:
During evaluation of a returned homechoic device, a baxter technician identified a potential overfill situation. During drain 4 of therapy in 2008, the patient had an ultrafiltration (uf) of 866ml following a fill volume of 1200ml. The nurse stated that she was aware that this patient frequently has small drains followed by large drain volumes and stated it was normal for this patient. The patient did not have any symptoms of overfill. The nurse was unable to provide further information. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill identified during the evaluation. Based on a review of the device log data, it was determined that the probable cause of this overfill was insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.